Event description:
During preventive maintenance by a baxter service technician, a flo-gard infusion pump was found to have cracked main battery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event.

Manufacturer narrative:
Complaint no: (B)(4). The flogard infusion pump was serviced on-site by a field service technician as part of preventive maintenance. This is an ancillary service event. A visual inspection identified that the battery was cracked. The cause of the crack is unknown. The battery was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.